Manufacturer narrative:
The actual sample was received for evaluation. A visual inspection was performed and noted no particulate matter. The reported issue was not verified. It was found during inspection that the probe was bent. The cause of the condition was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction event. It was reported that particulate matter was observed within the inner pouch of a surgical tool probe. The particulate matter was observed during inspection and prior to patient use. There was no patient involvement. No additional information is available.